Event description:
A malfunction was reported on the customer's pump. There was no adverse impact on the customer's blood glucose level. The customer contacted technical support, who provided assistance with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue returns.